Event description:
An infusion pump did not alarm for air and allowed air to pass through the device. This occurred during pt use, with no pt injury or medical intervention needed. The incident occurred when the 250ml bag ran empty. The pump did not alarm for an upstream occlusion and the drip chamber collapsed. The pump continued to run and the tubing between the pump and the j tube on the pt site contained numberous large air bubbles per the description provided by the operator of the device. Despite baxter's efforts to obtain add'l info regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, no further info was available.